Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system-section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported, a patient in acute myocardial infarction/cardiogenic. Shock was implanted with an impella cp device for mechanical circulatory support (mcs). And left ventricle thrombus was identified. The patient went into ventricular tachycardia rhythm, coded with return of circulation. But subsequently, the patient did expire same day of impella cp device implant. At the conclusion of the case, percutaneous coronary intervention, while on impella mcs. The patient was prepped and then transported via life flight to an outside hospital intensive care unit (ICU). Once situated in the ICU, the patient went into ventricular tachycardia and coded. After 20 minutes of cardiopulmonary resuscitation, return of spontaneous circulation was achieved. The correct impella position verified, with echocardiogram. However, the echocardiogram did however, reveal left ventricle thrombus. And the decision was made leave impella in place as the patient was fully dependent on the impella msc. Neuro status was unknown. Swan ganz to monitor hemodynamics and begin weaning intravenous drips was planned. However, the patient subsequently, the patient expired. Medical safety review of the event noted, there is not enough evidence to exclude impella device as an associated factor in the patient's demise.